Event description:
While lifting bariatric patient with lift-aid-device broke causing pt to fall (wheelchair under pt) & knocking weight of lift into one nurse and pulled another nurse's shoulder downwith it. Nurse ended up with chest confusion and other nurse with possible torn rotator cuff. (Lost work time) no pt. Injury.